Manufacturer narrative:
The insulin pump alarmed a33 during the basic occlusion test due to protruded loose drive support disk also; the insulin pump has intermittent button response due to corroded keypad traces. No button error alarm during our testing. The insulin pump has normal operating currents and no unexpected off no power, low battery, battery out limit, failed battery test alarms during our testing. The insulin pump has minor scratched lcd window, cracked case at the display window corner, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, scratched reservoir tube window, cracked case at reservoir tube window corners and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, she was having issues with the insulin pump alarming compromised force sensor system and it administering insulin. Customer stated she is unable to prime the device and its alarming button error too. Customer's blood glucose was 270 mg/dl. Troubleshooting was performed. The device was not dropped or bumped prior the alarm occurring. Customer reported the drive support cap was sticking out. Customer didn't recall any significant event which may have cause the device to alarm button error. She was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.